Event description:
It was reported in a literature article that the patient suffered transient blindness and severe headache during advancement of the stent delivery system. No other information is available.

Manufacturer narrative:
The cases in the literature article performed between february 2006 and october 2011; the exact date of the event being reported in unknown. The subject device was not returned; therefore, physical analysis cannot be performed. There is no indication that the reported event is related to product specifications nonconformance or misuse. However, neurological symptoms is a known risks associated with endovascular procedures and is listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event. Subject device is not available.